Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 41 mg/dl and by the time the paramedic arrived her blood glucose was 17 mg/dl. Customer was unconscious and had a seizure. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. Customer believes insulin pump was over-delivering. The insulin pump will be and reservoir will not be returned for analysis.